Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient "I feel sick when the device does the silent mode, you know when it doesn't deliver the shock." Follow up was conducted but the patient has not been seen in the clinic since (B)(6) 2011. The device remains in use. No patient complications were reported as a result of this event.